Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10jun2020.

Event description:
It was reported that the ventilators monitor values were not displayed. Additional information about the event has been requested. There was no patient involvement. The service engineer (se) reached out to the customer to set the unit up for repair. Information was received that the customer could not be reached for further repair details.